Event description:
A home patient's spouse contacted baxter technical service center regarding a system error 2240 that appeared on the display of the home patient's homechoice machine during the initial drain of his automated peritoneal dislysis therapy. Reportedly, the home patient pressed go prior to connecting then connected to the home choice machine.baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.